Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was initially scheduled for revision due to a superficial ipg. During the procedure, the physician noted some pus at the incision site. The patient's whole body was covered in sores and her skin was thinning due to diabetes. The physician confirmed that the infection was not device related as the patient was very sick all over and thought that it could have been the sores. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.